Event description:
The 5.0mm x 12mm nc trek ptca balloon would not deflate for post dilation of des stenting of ostial svg-ri graft. Operator able to pull ptca balloon partially into guidecath, able to pull all as one unit into l radial artery. Unable to get partially-deflated balloon out of lra sheath, attempted to deflate balloon by sending wire out balloon lumen. Balloon did not rupture and instead tip of catheter broke away from shaft and was free floating in l radial artery. Piece was non-occlusive. Operator was ultimately able to retrieve fracture piece with gooseneck snare via lra sheath.